Event description:
It was reported that there was a lead migration issue and the lead was migrating through the patient¿s skin. It was noted that the lead was placed pudendally and was migrating through the perineum. It was reported that patient symptoms included erosion and pain at the lead location, and patient status was noted as no injury. It was noted that the lead was poking out of the perineum, the lead and implantable neurostimulator were successfully removed, and the patient was fine post-operatively.

Manufacturer narrative:
Product ID 3889-41, lot# v062662, implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. Analysis of the lead, lot #v062662, found a short between the circuits of the lead body conductors due to overstress or damage. There were no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.